Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2021 and complained of chest stimulation. Upon interrogation, the device was found in standby mode with pectoral stimulation (vvi 70 min-1). During the interrogation, the device was programmed in ddd 50 min-1 with avd 155 ms. During the real-time tests, asvp was observed but on the ECG; asvs was observed. After reprogramming the device in safer and avd 205ms, no anomaly was observed. In addition, noise was observed in some episodes. A follow-up is scheduled for (B)(6) 2021. Preliminary analysis revealed that the observed noise could have originated from electromagnetic interferences (emi) and/or myopotentials sensing; however none of them could be confirmed with certainty. Atrial and ventricular leads issue could not be excluded.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient was admitted to the hospital on (B)(6) 2021 and complained of chest stimulation. Upon interrogation, the device was found in standby mode with pectoral stimulation (vvi 70 min-1). During the interrogation, the device was programmed in ddd 50 min-1 with avd 155 ms. During the real-time tests, asvp was observed but on the ECG; asvs was observed. After reprogramming the device in safer and avd 205ms, no anomaly was observed. In addition, noise was observed in some episodes. A follow-up is scheduled for (B)(6) 2021. Preliminary analysis revealed that the observed noise could have originated from electromagnetic interferences (emi) and/or myopotentials sensing; however none of them could be confirmed with certainty. Atrial and ventricular leads issue could not be excluded.